Event description:
It was reported that customer experienced suspension alarm and repeated flow block alarms after starting to use different insulin in pump, which led to high blood glucose readings shown only as ¿high.¿ there was no additional information regarding any adverse impact to the customer¿s blood glucose level beyond the reported high reading. Customer gave correction dose by injection, did not need third-party help, and was advised contacting healthcare provider to switch to different insulin, while technical support explained purpose of suspension alarm, reviewed steps to reduce bent cannulas and future flow block alarms, and encouraged customer to call back if alarms continued.